Event description:
It was reported that the pacemaker exhibited premature battery depletion. The pacemaker was not used and no patient was involved.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. Interrogation of the device revealed the device was at end of service (eos) when received. A longevity calculation was performed and found battery depletion was premature. Electrical testing revealed high current drain from the hybrid component. The cause of the reported event was due to high current drain caused by an integrated circuit anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.